Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the rod from the pelvic arm of the collinear reduction clamp broke at the proximal end. No patient was involved. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the pelvic arm has shown that the arm is broken off as complaint. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. The arm is broken off due to multiple mechanical overload situation during use. The article was manufactured in may 2003 according to the specification. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.